Event description:
The patient reported their incision was swollen and red. On (B)(6) 2024, the patient had a follow up appointment and it was noted that the incision was slowly healing, there were no signs of infection, and steri-strips were placed over the wound. It was recommended to leave the device off for another week and return for a follow up. On (B)(6) 2024 the patient was seen for an incision check and it was noted that the wound was healing but not completely. The patient will have another follow-up appointment in 2 weeks and it will be evaluated if therapy can be resumed. Additional information was received on june 3, 2024. The patient was seen today and still has redness and drainage from the incision. Antibiotics were prescribed and the patient had a follow-up appointment on (B)(6) 2024. Additional information was received on june 11, 2023. The patient was sent to the emergency room to receive antibiotics and the physician is considering an explant. Additional information was received on june 19, 2024. The patient was seen by the provider and the provider reported the wound is healing as expected. The patient will continue to do dressing changes at home and will refrain from wearing the device for another 2-3 weeks. Additional information was received on june 24, 2024. The patient is continuing to heal and will follow-up in a week.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, and using inappropriate tools have been ruled out as potential causes. Additionally, severe force applied to the implant, and excessive twisting, stretching, or bending have been ruled out. However multiple tunneling attempts were used between the two incisions which may be a contributing factor to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a surgical issue as multiple tunneling attempts were used between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, and using inappropriate tools have been ruled out as potential causes. Additionally, severe force applied to the implant, and excessive twisting, stretching, or bending have been ruled out. However, multiple tunneling attempts were used between the two incisions which may be a contributing factor to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a surgical issue as multiple tunneling attempts were used between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incision was swollen and red. On (B)(6) 2024, the patient had a follow up appointment and it was noted that the incision was slowly healing, there were no signs of infection, and steri-strips were placed over the wound. It was recommended to leave the device off for another week and return for a follow up. On (B)(6) 2024 the patient was seen for an incision check and it was noted that the wound was healing but not completely. The patient will have another follow-up appointment in 2 weeks and it will be evaluated if therapy can be resumed.